Event description:
It was reported through annals of cardiac anaesthesia identifying an abbott device may be related to increased perioperative cardiac events occurring with improper preoperative interrogations of implantable devices. An adverse event of sustained device firing due to ventricular tachycardia was documented perioperatively. Details are listed in the article titled "analyzing the impact of preoperative interrogation of cardiac implantable electronic devices." Ann card anaesth 2021;24:447-51. Doi: 10.4103/aca.aca_32_20.